Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes had the stopper creep out or loose closure. The following information was provided by the initial reporter translated to english. The customer stated "cap loose."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, 29 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to loose caps as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes had the stopper creep out or loose closure. The following information was provided by the initial reporter translated to english. The customer stated "cap loose."